Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 56 year old male patient presented to his distinctive dental office with concerns related to a previously placed dental implant. The implant was placed at tooth location #03 on (B)(6) 2025. The abutment/fixtures attached to implant on (B)(6) 2025. The patient presented with the issue on (B)(6) 2026. The issue occurred inside the patient's mouth. Upon examination, the doctor determined that the implant had failed to osseointegrate and also noted that the implant was loose. As a result the implant was removed on (B)(6) 2026 without the use of any instruments. It was reported that the implant/prosthesis was not already dislodged when the patient arrived at the clinic and there were no complications during the implant placement surgery. It was reported that the implant site was infected, which resolved after implant removal and additionally noted that the current socket was grafted in preparation for a future implant placement. The crown/prosthesis involved was an abutment. The patient did not sustain any permanent injuries. It was further reported that the patient had type iii bone quality. No abnormalities with the implant or its packaging were identified or reported. Information regarding the stage at which the patient presented with the issue, and details of oral hygiene were not provided.